Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic with complaints of redness and pain over the ICD site. Infection was found. Patient was treated with antibiotics and the infection was resolved.